Event description:
The report received from the (B)(6) study indicated that 2 days after carotid artery stenting a patient had an ischemic stroke. Four days later while still hospitalized, the patient became completely blind. He was discharged to a nursing home with hospice care. The patient expired 8 days after discharge. Eight days prior to the procedure, the patient was brought to the emergency room after witnessed cardiopulmonary arrest. He was resuscitated and had to be intubated, put on ventilator support. His ammonia level was greater than 119. He was evaluated by an intensivist and cardiologist. Four days before the carotid procedure, the patient had an acute stroke. The patient was eventually extubated, had to have cardiac catheterization with stenting. Just prior to the procedure, the patient had partial gaze palsy, partial hemianopsia, arm and leg motor dysfunction in both arms and legs, mild to moderate sensory loss, mild to moderate dysarthria and near blindness in both eyes. Cas was performed on an 80% occluded in the proximal left internal carotid artery of 15mm in length in a 10mm vessel diameter with moderate vessel tortuosity. The arch iii lesion was severely calcified, eccentric, and ulcerated. A 7mm medium support angioguard embolic protection device was successfully deployed past the lesion and pre-dilation was performed with a 5.0mm balloon before a 10x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection after pre-dilation and no presence of air bubbles noted during the procedure. The patient was neurologically intact upon leaving the angio suite. Two days later, the patient had sudden onset of dysarthria and right hemiparesis. The recovery was partial with major residuals.

Manufacturer narrative:
Additional details were received from the clinical evaluation committee of the (B)(6) study. The patient was a (B)(6) year-old man with a history of recent mi (greater than 24hrs. And less than 6 weeks), severe pulmonary disease, clinical copd, cardiac arrhythmia, smoking, cad, hypertension, tia, and stroke. Per source documentation, the patient was admitted after a witnessed cardiopulmonary arrest, was diagnosed with non-q wave mi and further with a stroke. The MRI report noted four small foci in the cortex of cerebellum likely representing subacute cortical infarcts. Pre-procedure on, the nih stroke scale score was 8 due to partial gaze palsy, partial hemianopia, drift in the left arm, left leg, right arm and right leg, mild to moderate sensory loss, and mild to moderate dysarthria. Ataxia was not evaluated. Comment: near blindness both eyes. The rankin stroke scale score was 2. He underwent the index procedure with delivery of the angioguard¿ rx ecgw, pre-stent balloon angioplasty and placement of one precise® pro stent in the left proximal ica. Upon removal of the angioguard¿ rx ecgw, debris was found in the filter. The site reported a 10% final residual in-lesion stenosis. The procedure was uncomplicated and ended at 17:24. On the following day at 08:00, the nih stroke scale score was unchanged, compared to baseline. The next day he developed sudden onset of neurological deficits reported as both visual fields loss. A head CT scan on revealed no new findings ("known diffusion abnormalities per MRI were not well seen by CT at that time"). Per progress note, cta of the neck and brain were unremarkable for etiology. Two days later at 08:00, the nih stroke scale score was 11 due to forced gaze deviation, bilateral hemianopia, drift in the left arm, left leg, right arm and right leg, mild to moderate sensory loss, and mild to moderate dysarthria. Ataxia was not evaluated. Comment: new worsening vision with total loss of all sight in both eyes. He also developed sepsis/uti with klebsiella pneumoniae, which was treated with antibiotics. Following the new neurological event, the patient's condition deteriorated, and he was discharged to a nursing home with hospice care. The discharge diagnoses included: status post cardiopulmonary arrest, encephalopathy, sepsis with klebsiella pneumoniae, diabetes, acute stroke with blindness, and cad. The patient expired on eight days later. The site reported unknown cause of death. The site reported, "the patient died in hospice in another state and the only record is the word of the patient's daughter. She stated that the patient died of end stage copd and sequelae to the stroke suffered pre and post procedure. There was no change in the brain CT post procedure, just worsening loss of vision from almost total to total." Further details are not available at this time.

Manufacturer narrative:
The patient was unable to write secondary to right sided weakness and had partial vision loss. By three days, later, the patient had no vision in both eyes. Nih at this point was 11. The patient¿s condition began to deteriorate when he was discharged to hospice care. Eight days later, he died in hospice (in another state) of end stage copd and from 2 prior cvas, one pre-procedure and one post procedure. Records are not available and information regarding the death was provided by the patient's daughter. Concomitant medications: desyrel (pre and post), dextrose (post), enoxaparin sodium (post), folic acid (post), glucagon (post), glucagon (post), levofloxacin (post), lisinopril (post), lorazepam (post), magnesium sulphate (post), multivitamin (pre and post), mupirocin (post), omeprazole (post), ondansetron hydrochloride (post), potassium chloride (post), prednisone (post), synthroid (pre and post), thiamine hydrochloride (post), vitamin b1 w/vitamin b12 nos/vitamin b6 (pre and post), zocor (pre and post), zoloft (pre and post). Heparin was given during the procedure. Post-procedure medications also included aspirin and clopidogrel. Concomitant devices: angioguard rx catalog number 701814rmc, lot number 70413489, a 90 cm, 6-prench shuttle sheath. The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the sapphire ww study indicated that 2 days after carotid artery stenting a (B)(6) male patient had an ischemic stroke. Four days later while still hospitalized, the patient became completely blind. He was discharged to a nursing home with hospice care. The patient expired 8 days after discharge. The patient¿s medical history included previous tia, previous stroke, alcohol abuse , hypertension, copd, thyroid dysfunction, syncope, partial gastrectomy, b12 deficiency and lifelong smoker eight days prior to the procedure, the patient was brought to the emergency room after witnessed cardiopulmonary arrest. He was resuscitated and had to be intubated, put on ventilator support. His ammonia level was greater than 119. He was evaluated by an intensivist and cardiologist. 4 days before the carotid procedure, the patient had an acute stroke. The patient was eventually extubated, had to have cardiac catheterization with stenting. Just prior to the procedure, the patient had partial gaze palsy, partial hemianopsia, arm and leg motor dysfunction in both arms and legs, mild to moderate sensory loss, mild to moderate dysarthria and near blindness in both eyes. Cas was performed on an 80% occluded in the proximal left internal carotid artery of 15mm in length in a 10mm vessel diameter with moderate vessel tortuosity. The arch iii lesion was severely calcified, eccentric, and ulcerated. A 7mm medium support angioguard embolic protection device was successfully deployed past the lesion and pre-dilation was performed with a 5.0mm balloon before a 10x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 10%. The angioguard was successfully removed and debris was found in the basket. There was no documented dissection after pre-dilation and no presence of air bubbles noted during the procedure. The patient was neurologically intact upon leaving the angio suite. 2 days later, the patient had sudden onset of dysarthria and right hemiparesis. The recovery was partial with major residuals. The patient was unable to write secondary to right sided weakness and had partial vision loss. By three days, later, the patient had no vision in both eyes. Nih at this point was 11. The patient¿s condition began to deteriorate when he was discharged to hospice care. Eight days later, he died in hospice (in another state) of end stage copd and from 2 prior cvas, one pre-procedure and one post procedure. Records are not available and information regarding the death was provided by the patient's daughter. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Ischemic stroke, cerebrovascular accident and subsequent death are known potential risks associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Additional information was received that review of the details by the clinical evaluation committee (cec) determined that the death was neurologic. Further details provided hows that: a head CT scan on the day of the adverse event revealed no new findings ("known diffusion abnormalities per MRI were not well seen by CT at that time"). Per progress note, cta of the neck and brain were unremarkable for etiology. Two days later at 08:00, the nih stroke scale score was 11 due to forced gaze deviation, bilateral hemianopia, drift in the left arm, left leg, right arm and right leg, mild to moderate sensory loss, and mild to moderate dysarthria. Ataxia was not evaluated. Comment: new worsening vision with total loss of all sight in both eyes. He also developed sepsis/uti with klebsiella pneumoniae, which was treated with antibiotics. Following the new neurological event, the patient's condition deteriorated, and 4 days later he was discharged to a nursing home with hospice care. The discharge diagnoses included: status post cardiopulmonary arrest, encephalopathy, sepsis with klebsiella pneumoniae, diabetes, acute stroke with blindness, and cad. The patient expired on (B)(6) 2013. The source documents are unavailable, except for medicare inquiry proof of date of death. The site reported, "the patient died in hospice in another state and the only record is the word of the patient's daughter. She stated that the patient died of end stage copd and sequelae to the stroke suffered pre and post procedure. There was no change in the brain CT post procedure, just worsening loss of vision from almost total to total." The site reported the cause of death as unknown. No further information is available at this time.